Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic stated that the screen of insulin pump was scratched which affect to the ability of screen reading. Customer stated that the retainer ring of insulin pump was not damaged. No harm requiring medical intervention was reported. The customer will discontinue use of the devise.

Manufacturer narrative:
Retainer ring = black. Case type = ngp. Customer returned insulin pump for alleged no com insulin pump to xmtr-unresolved and cosmetic damage located at the clip rail, display cover, and screen found on june 10, 2022. The insulin pump passed the displacement test, self test, and p-cap locks properly into the reservoir compartment. Successfully downloaded history files and traces using thus. Insulin pump successfully paired with the test transmitter. Insulin pump was cut open to perform visual inspection and found moisture damage¿on the electronic assembly. The following were noted during visual inspection: broken belt clip rails, scratched case, end cap address label fading, keypad overlay texture damage, missing display window cover, cracked select button keypad overlay, minor scratched lcd window, and pillowing keypad overlay. Insulin pump passed required testing and paired successfully with the test transmitter. No com insulin pump to xmtr-unresolved was not confirmed. Cosmetic damage was confirmed at belt clip rails, display window cover, and lcd window. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Initial report was submitted with missing information. The corrected information has been updated and provided with this report in section b5.

Event description:
The device was returned for the analysis.